Manufacturer narrative:
At this time the device and right ventricular lead remain in service. Efforts to obtain additional information were made. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
The sales representative confirmed the issue was resolved by changing the lead configuration to distal to can which resulted in satisfactory shock impedance measurements. No further issues were observed.

Event description:
Boston scientific received information that an alert was detected due to high shock impedance values. The reason for the out of range shock impedances was not provided. No adverse patient effects were reported.